Manufacturer narrative:
A medtronic representative inspected the navigation system onsite. The system passed all tests and performed as intended. No parts required replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues with registration. Trace was used for first few registrations, but was not passing initialization. The system was re-booted and then the site attempted to register again and was able to get 3.9 on the metric and decided to move on. The surgeon felt inaccurate so the site went back and added more tracing, which caused the metric to go up. The site undid the trace patterns and added a touch point on the tragus, which caused the metric to drop to 1.4. The surgeon still felt about 4 mm of inaccuracy in the anterior. It was decided to abort the use of navigation. The site was able to proceed with the case without the use of navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the representative checked the system and software patch was downloaded.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.